Event description:
According to the reporter: during a lap sleeve gastrectomy, the customer noticed that the product did not fire. One reload fired and the other one jammed. There was no patient injury involved regarding the event. Another handle was opened.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of the one device. Visual inspection of the instrument noted sheared teeth on the firing rack at site of initial firing post clamp up. An access hole was cut into the instrument body for visualization of the firing rack. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.